Event description:
Additional information was received. It was reported, that the procedure was a lumbar spine procedure. There was actually no surgical delay, due to the reported event. There was no reported impact on patient outcome.

Manufacturer narrative:
Section e updated, with initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The replacement door winch arrived with a length fault. The part was shipped back.

Manufacturer narrative:
Additional information added to b5. H6: additional fdd/annex a code added. H3, h6: the system was serviced in the field and the door winch and door cable slides were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the pendant could not be used to open the door. It was noted that the door had to be manually opened. There was a less than hour surgical delay and no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429; product ID: bi71000273 h3, h6) no parts have been returned to the manufacturer for analysis. Applicable codes: b17, c20, d15 multiple fdd/annex a codes were reported. (B)(6) was coded for the system not opening with the pendant. (B)(6) was coded for the door not opening. Multiple annex g codes were reported. G04037 corresponds to concomitant product bi71000429 that comprises the reported event. Annex g codes were reported. G05003 corresponds to concomitant product bi71000273 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: (B)(6) rev. K, product ID: bi71000429, serial/lot #: (B)(6) rev. 8 h2-3) the conductors were returned to the manufacturer for evaluation. After functional testing, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h2-3) the test winch motor assembly were returned to the manufacturer for evaluation. After functional testing and visual/physical e xamination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.